Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on november 16, 2021.

Manufacturer narrative:
Device analysis shows a device failure. Device analysis report is attached. This report is submitted on january 04, 2022.

Manufacturer narrative:
This report is submitted on september 15, 2021.

Event description:
Per the clinic, the patient experienced multiple open electrodes during initial activation. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.